Event description:
It was reported that the pump failed the accuracy test. This issue is not related to physical damage/abuse. There was no delay of therapy. There was no patient involvement and no patient harm/adverse event was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H6. Codes: updated. At the time of this report the device was not received for investigation. Unable to confirm complaint due to the device not being returned. Based on the review of the service history and information provided from the customer we are unable to determine a probable cause as the device was not returned for evaluation.